Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7121226 UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7121396 UDI: (B)(4).

Event description:
It was reported that the patient had loss weight, and the implantable pulse generator (ipg) had migrated and was no longer functioning as intended. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were disposed by the facility. No further information has been obtained.